Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that they are seeing pressure fluctuations with minimal movement of tubing. This includes changing the position of the tubing on the bed, restarting after alarms and line changes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.